Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the peritonitis was reported by the patient as colitis, the pd nurse reported the cause as unknown. The patient was hospitalized for the event. The patient was treated with unknown antibiotics. The patient was discharged nine days after hospital admission. At the time of this report, the patient was recovering from this peritonitis event. Pd therapy was ongoing. No additional information is available.